Event description:
It was reported that the lens got stuck in the injector during implantation. The lens had to be removed due to a broken haptic. The incision was enlarged and a suture was placed. The backup lens was implanted with no issue. Reference MDR #1313525-2015-01801 for the lens used during the event.

Manufacturer narrative:
One delivery device was returned in the lens box with the tip bent. There is very little dried solution visible in the loading deck and none in the tip. Functional testing cannot be performed due to the damage. The lot number was not received; therefore, a lot history review could not be performed. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.